Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient samples that were generated by the unicel dxl 800 access instrument. On the event date, 3 samples were collected from a patient and tested for accu tnl and results were: 04ng/ml from sample a, 0.28ng/ml from sample b, and 1.46ng/ml from sample c. The customer tested all 3 samples on a different instrument in their lab for accu tnl and the results were: 0.40ng/ml, 0.17ng/ml, and 0.44ng/ml respectively. The customer re-centrifuged samples: a, b, and c, and then re-tested samples a and c on the unicel dxl 800 access instrument. The repeated results were: 0.34ng/ml for sample a and 0.30ng/ml for sample c. The re-centrifuged samples (a, b, c) were re-tested on the different instrument for accu tnl and the repeated results were: 0.06ng/ml, 0.08ng/ml and 0.06ng/ml respectively. It is unclear if the accu tnl results obtained in this event were reported out of the lab. There was no report of death or injury reported with this event.

Manufacturer narrative:
Qc data was not provided; however, customer did not indicate qc problems either. After the event, the customer conducted 2 precision runs with low level qc and obtained acceptable results. The customer technical service (cts) had the customer to run system check after the event date, which failed. A field service engineer (fse) was dispatched to the customer's lab, prior to the event date. The fse inspected the instrument and discovered that substrate probe was damaged. The fse replaced the substrate probe assembly. The fse conducted diagnostics testing and verified the instrument performance per established procedures; all results passed within specifications. Hardware problem addressed by the fse is the probable root cause of this event. A malfunction will be assumed for the purpose of this report.